Manufacturer narrative:
Concomitant medical products: dtba1q1 crtd implanted (B)(6) 2014; 429888 lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the¿right atrial (ra) lead exhibited undersensing¿possibly causing device classified¿false termination of atrial tachycardia/atrial fibrillation (at/af)¿episode. The ra lead remains¿in use.¿no patient complications have been reported as a result of this event.